Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer had reported false positive reactions caused most likely by carry over of a sample with seven antibodies while testing on tango optimo. The carryover event into the cavities corresponding to the subsequentially pipetted sample could be reproduced with cell p1 yielding a 3+ pos., cell 2 a 1+pos. And cell p3 a negative reaction. There was not sufficient material to perform titrations to identify the final titres of the known antibodies present in the complaint sample. A field service inspection gave no indication for a malfunction of the affected tango optimo. The correct function of the allegedly defective reagents were proved by testing the retained samples of our quality control laboratory on tango optimo. All positive and negative reactions were correct. We did not observe any false positive reactions. A review of the batch record documentations showed no irregularities which might have affected negatively the quality of the complained lots.